Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with acute chest pain and shortness of breath. The patient was diagnosed with a pulmonary embolism. A chest x-ray revealed the right ventricular (rv) lead microdislodged from the cardiac wall and the lead exhibited high thresholds. The lead was reprogrammed and a lead revision was scheduled. No further patient complications have been reported as a result of this event.